Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted with resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code recurred. No further information about the outcome of the event was received.